Event description:
It was reported there was infection. It was noted the patient had a staph infection after implant was done and was in hospital almost until christmas. It was logged the patient was still on 600 mg of cipro on day of report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).